Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and nephrolithiasis ("kidney stones") in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection nos, urinary tract infection nos, vaginal infection nos, wisdom teeth removal, tonsillectomy, adenoidectomy, cervical conization, colonoscopy, parity 3, menses irregular with excessive bleeding and d & c. The dye test concluded that tubes were blocked by coils. Concurrent conditions included bulimia nervosa, foreign body in uterus, any part, nausea, vomiting, vaginal discharge, vaginal itching, low grade squamous intraepithelial lesion, dysplasia, loop electrosurgical excision procedure, uterine fibroid and sexual problem. Concomitant products included bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), brexpiprazole (rexulti), buspirone, duloxetine hydrochloride (cymbalta), ibuprofen, naproxen (naprosyn), sertraline hydrochloride (zoloft), topiramate (topamax) and trazodone. On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced the first episode of depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)/menstrual pain") and dyspareunia ("dyspareunia (painful sexual intercourse)/pain during sex"). In 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced visual impairment ("glasses now required"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/bleeding continously/ive had with bleeding 14 days straight thru and pains"). On (B)(6)2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder, urinary, yeast"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: bladder, urinary, yeast") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder, urinary, yeast"). In december 2014, the patient experienced fibromyalgia ("fibromyalgia"). In 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6)2017, the patient experienced urticaria ("unknown dermo hives"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), the second episode of depression ("depression"), abdominal pain lower ("cramping/left lower abdomen pain,above ovary"), tremor ("my hand get sweaty and shaky"), hyperhidrosis ("my hand get sweaty and shaky/hand and feet get sweaty."), acne ("adult acne"), papilloma viral infection ("hpv"), adnexa uteri pain ("left ovarian pains all the time"), abdominal distension ("extreme bloat of abdominal area"), tooth disorder ("problems with teeth and jaw"), uterine polyp ("a polyp on endo canal"), ovarian cyst ("ovarian cysts"), feeling abnormal ("not feeling myself") and stress ("stress") and was found to have smear cervix abnormal ("abnormal pap") and weight decreased ("my weight had dropped about 70lbs in a short time period"). The patient was treated with medroxyprogesterone acetate (depoprovera) and surgery (surgery to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, nephrolithiasis, the last episode of depression, alopecia, tremor, hyperhidrosis, urinary tract infection, fungal infection, cystitis, anxiety, fibromyalgia, urticaria, acne, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, visual impairment, vaginal haemorrhage, menorrhagia, papilloma viral infection, adnexa uteri pain, smear cervix abnormal, abdominal distension, tooth disorder, weight decreased, uterine polyp, ovarian cyst, feeling abnormal and stress outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, adnexa uteri pain, alopecia, anxiety, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, fungal infection, genital haemorrhage, headache, hyperhidrosis, menorrhagia, migraine, nephrolithiasis, ovarian cyst, papilloma viral infection, pelvic pain, smear cervix abnormal, stress, tooth disorder, tremor, urinary tract infection, urticaria, uterine polyp, vaginal haemorrhage, visual impairment, weight decreased, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: current weight 200 lbs. The coils as above were noted into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Pathology test - on (B)(6)2008: a. Endocervix, curettage: squamous mucosa with low-grade squamous intraepithelial lesion/mild dysplasia/cin.I. Endocerviacal mucosa with chronic and active cervicitis b. Cervix, 8 o'clock, biopsy: low-grade squamous intraepithelial lesion/mild dysplasia/cin-I. Marked chronic cervicitis; on (B)(6)2008: uterine cervix, leep excision. Mild squamous epithelial dysplasia with koilocytosis, margins of excision negative for dysplasia.; on (B)(6)2017: uterus, cervix, bilateral fallopian tubes: cervix: mild inflammation. Endometrium: secretory endometrium. Myometrium: no diagnostic abnormality. Bilateral fallopian tubes: no diagnostic abnormality.. Pregnancy test - on (B)(6)2007: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : back pain, menorrhagia, pelvic pain, fibromyalgia, anxiety, depression, uti and yeast infection, spotting, pap smear, adult acne, weight increased, hair loss, bladder infections and headache. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr received. Reporter information were added and updated. Date of insertion were updated. Medical history, lab data, concomitant drug and treatment drug were added. Event verbatim were updated as cramping/left lower abdomen pain,above ovary. Outcome of the event cramping/left lower abdomen pain,above ovary were updated. Event : infection (bladder/ urinary tract/vaginal) type: bladder, urinary, yeast, depression, anxiety, fibromyalgia, unknown dermo hives, adult acne, migraines, headaches, dysmenorrhea (cramping)/menstrual pain, dyspareunia (painful sexual intercourse)/pain during sex , fatigue, weight gain, glasses now required, abnormal bleeding(vaginal), menorrhagia/bleeding continously/ive had with bleeding 14 days straight thru and pains, hpv, left ovarian pains all the time, abnormal pap, extreme bloat of abdominal area, problems with teeth and jaw, my weight had dropped about 70lbs in a short time period, a polyp on endo canal, ovarian cysts, kidney stones, not feeling myself, stress were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and nephrolithiasis ("kidney stones") in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection nos, urinary tract infection nos, vaginal infection nos, wisdom teeth removal, tonsillectomy, adenoidectomy, cervical conization, colonoscopy, parity 3, menses irregular with excessive bleeding and d & c. The dye test concluded that tubes were blocked by coils. Concurrent conditions included bulimia nervosa, foreign body in uterus, any part, nausea, vomiting, vaginal discharge, vaginal itching, low grade squamous intraepithelial lesion, dysplasia, loop electrosurgical excision procedure, uterine fibroid and sexual problem. Concomitant products included bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), buspirone, duloxetine hydrochloride (cymbalta), ibuprofen, naproxen (naprosyn), probiotics nos, probiotics nos, sertraline hydrochloride (zoloft) and trazodone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/menstrual pain") and dyspareunia ("dyspareunia (painful sexual intercourse)/pain during sex"). In 2009, the patient experienced the first episode of depression ("depression") and anxiety ("anxiety"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/left lower abdomen pain,above ovary") and back pain ("back pain"). In (B)(6) 2013, the patient experienced visual impairment ("glasses now required/ vision / eye problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/bleeding continously/ive had with bleeding 14 days straight thru and pains"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder, urinary, yeast"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: bladder, urinary, yeast") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder, urinary, yeast"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight decreased ("my weight had dropped about 70lbs in a short time period/ weight loss"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia"). In 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced urticaria ("unknown dermo hives"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), the second episode of depression ("depression"), tremor ("my hand get sweaty and shaky"), hyperhidrosis ("my hand get sweaty and shaky/hand and feet get sweaty."), acne ("adult acne"), papilloma viral infection ("hpv"), adnexa uteri pain ("left ovarian pains all the time"), abdominal distension ("extreme bloat of abdominal area"), tooth disorder ("problems with teeth and jaw"), uterine polyp ("a polyp on endo canal"), ovarian cyst ("ovarian cysts"), feeling abnormal ("not feeling myself") and stress ("stress") and was found to have smear cervix abnormal ("abnormal pap"). The patient was treated with medroxyprogesterone acetate (depoprovera) and surgery (surgery to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, nephrolithiasis, the last episode of depression, alopecia, tremor, hyperhidrosis, anxiety, fibromyalgia, urticaria, acne, headache, dyspareunia, fatigue, visual impairment, papilloma viral infection, adnexa uteri pain, smear cervix abnormal, abdominal distension, tooth disorder, uterine polyp, ovarian cyst, feeling abnormal, stress and back pain outcome was unknown, the abdominal pain lower, urinary tract infection, fungal infection, cystitis, dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia and weight decreased had resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, adnexa uteri pain, alopecia, anxiety, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, fungal infection, genital haemorrhage, headache, hyperhidrosis, menorrhagia, migraine, nephrolithiasis, ovarian cyst, papilloma viral infection, pelvic pain, smear cervix abnormal, stress, tooth disorder, tremor, urinary tract infection, urticaria, uterine polyp, vaginal haemorrhage, visual impairment, weight decreased, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: current weight 200 lbs. The coils as above were noted into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2008: a. Endocervix, curettage: squamous mucosa with low-grade squamous intraepithelial lesion/mild dysplasia/cin.I. Endocerviacal mucosa with chronic and active cervicitis b. Cervix, 8 o'clock, biopsy: low-grade squamous intraepithelial lesion/mild dysplasia/cin-I. Marked chronic cervicitis; on (B)(6) 2008: uterine cervix, leep excision. Mild squamous epithelial dysplasia with koilocytosis, margins of excision negative for dysplasia.; on (B)(6) 2017: uterus, cervix, bilateral fallopian tubes: cervix: mild inflammation. Endometrium: secretory endometrium. Myometrium: no diagnostic abnormality. Bilateral fallopian tubes: no diagnostic abnormality.. Pregnancy test - on (B)(6) 2007: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : back pain, menorrhagia, pelvic pain, fibromyalgia, anxiety, depression, uti and yeast infection, spotting, pap smear, adult acne, weight increased, hair loss, bladder infections and headache. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs received : events : back pain were added. Outcomes of bleeding, migraines, cramping, weight issue, infection were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), abdominal pain lower ("cramping"), alopecia ("hair loss"), nervousness ("my hand get sweaty and shaky") and hyperhidrosis ("my hand get sweaty and shaky/hand and feet get sweaty."). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, depression, abdominal pain lower, alopecia, nervousness and hyperhidrosis outcome was unknown. The reporter considered abdominal pain lower, alopecia, depression, genital haemorrhage, hyperhidrosis, nervousness and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information updated. New events shaky feelings and sweaty hands were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ stabbing pain'), genital haemorrhage ('abnormal bleeding') and nephrolithiasis ('kidney stones') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection nos, urinary tract infection nos, vaginal infection nos, wisdom teeth removal, tonsillectomy, adenoidectomy, cervical conization, colonoscopy, parity 3, menses irregular with excessive bleeding and d & c. The dye test concluded that tubes were blocked by coils. Concurrent conditions included bulimia nervosa, foreign body in uterus, any part, nausea, vomiting, vaginal discharge, vaginal itching, low grade squamous intraepithelial lesion, dysplasia, loop electrosurgical excision procedure, uterine fibroid and sexual problem. Concomitant products included bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), buspirone, duloxetine hydrochloride (cymbalta), ibuprofen, naproxen (naprosyn), probiotics nos, probiotics nos, sertraline hydrochloride (zoloft) and trazodone. On (B)(6) 2008, the patient had essure inserted. In january 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/menstrual pain") and dyspareunia ("dyspareunia (painful sexual intercourse)/pain during sex"). In 2009, the patient experienced the first episode of depression ("depression") and anxiety ("anxiety"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / left lower abdomen pain, above ovary") and back pain ("back pain"). In (B)(6) 2013, the patient experienced visual impairment ("glasses now required/ vision / eye problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/bleeding continuously/I've had with bleeding 14 days straight thru and pains"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder, urinary, yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder, urinary, yeast") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder, urinary, yeast"), 5 years 10 months after insertion of essure. In (B)(6) 2014, the patient experienced alopecia ("hair loss/thinning hair") and fatigue ("fatigue") and was found to have weight decreased ("my weight had dropped about 70lbs in a short time period/ weight loss/ I have lost almost 40 ibs"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia"). In 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced urticaria ("unknown dermo hives"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), the second episode of depression ("depression"), tremor ("my hand get sweaty and shaky"), hyperhidrosis ("my hand get sweaty and shaky/hand and feet get sweaty."), acne ("adult acne"), papilloma viral infection ("hpv"), adnexa uteri pain ("left ovarian pains all the time"), abdominal distension ("extreme bloat of abdominal area"), tooth disorder ("problems with teeth and jaw"), uterine polyp ("a polyp on endo canal"), endometriosis ("endometriosis"), allergy to metals ("allergic to nickel"), ovarian cyst ("ovarian cysts"), sciatica ("sciatica"), feeling abnormal ("not feeling myself") and stress ("stress") and was found to have smear cervix abnormal ("abnormal pap"). The patient was treated with medroxyprogesterone acetate (depoprovera) and surgery (surgery to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, nephrolithiasis, the last episode of depression, tremor, hyperhidrosis, anxiety, urticaria, headache, dyspareunia, fatigue, papilloma viral infection, adnexa uteri pain, smear cervix abnormal, abdominal distension, tooth disorder, uterine polyp, endometriosis, allergy to metals, ovarian cyst, sciatica, feeling abnormal, stress and back pain outcome was unknown, the abdominal pain lower, alopecia, urinary tract infection, vulvovaginal mycotic infection, cystitis, acne, dysmenorrhoea, weight increased, visual impairment, vaginal haemorrhage, menorrhagia and weight decreased had resolved and the fibromyalgia and migraine was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, adnexa uteri pain, allergy to metals, alopecia, anxiety, back pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hyperhidrosis, menorrhagia, migraine, nephrolithiasis, ovarian cyst, papilloma viral infection, pelvic pain, sciatica, smear cervix abnormal, stress, tooth disorder, tremor, urinary tract infection, urticaria, uterine polyp, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, weight decreased, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: current weight 200 lbs. The coils as above were noted into the uterine cavity. Discrepancy noted: essure insertion date: (B)(6)2008, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2008: a. Endocervix, curettage: squamous mucosa with low-grade squamous intraepithelial lesion/mild dysplasia/cin.I. Endocervical mucosa with chronic and active cervicitis b. Cervix, 8 o'clock, biopsy: low-grade squamous intraepithelial lesion/mild dysplasia/cin-I. Marked chronic cervicitis; on (B)(6) 2008: uterine cervix, leep excision. Mild squamous epithelial dysplasia with koilocytosis, margins of excision negative for dysplasia.; on (B)(6) 2017: uterus, cervix, bilateral fallopian tubes: cervix: mild inflammation. Endometrium: secretory endometrium. Myometrium: no diagnostic abnormality. Bilateral fallopian tubes: no diagnostic abnormality.. Pregnancy test - on (B)(6) 2007: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : back pain, menorrhagia, pelvic pain, fibromyalgia, anxiety, depression, uti and yeast infection, spotting, pap smear, adult acne, weight increased, hair loss, bladder infections and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ stabbing pain'), genital haemorrhage ('abnormal bleeding') and nephrolithiasis ('kidney stones') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection nos, urinary tract infection nos, vaginal infection nos, wisdom teeth removal, tonsillectomy, adenoidectomy, cervical conization, colonoscopy, parity 3, menses irregular with excessive bleeding and d & c. The dye test concluded that tubes were blocked by coils. Concurrent conditions included bulimia nervosa, foreign body in uterus, any part, nausea, vomiting, vaginal discharge, vaginal itching, low grade squamous intraepithelial lesion, dysplasia, loop electrosurgical excision procedure, uterine fibroid and sexual problem. Concomitant products included bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), buspirone, duloxetine hydrochloride (cymbalta), ibuprofen, naproxen (naprosyn), probiotics nos, probiotics nos, sertraline hydrochloride (zoloft) and trazodone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/menstrual pain") and dyspareunia ("dyspareunia (painful sexual intercourse)/pain during sex"). In 2009, the patient experienced the first episode of depression ("depression") and anxiety ("anxiety"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / left lower abdomen pain, above ovary") and back pain ("back pain"). In (B)(6) 2013, the patient experienced visual impairment ("glasses now required/ vision / eye problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/bleeding continously/ive had with bleeding 14 days straight thru and pains"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder, urinary, yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder, urinary, yeast") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder, urinary, yeast"), 5 years 10 months after insertion of essure. In (B)(6) 2014, the patient experienced alopecia ("hair loss/thinning hair") and fatigue ("fatigue") and was found to have weight decreased ("my weight had dropped about 70lbs in a short time period/ weight loss/ I have lost almost 40 ibs"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia"). In 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced urticaria ("unknown dermo hives"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), the second episode of depression ("depression"), tremor ("my hand get sweaty and shaky"), hyperhidrosis ("my hand get sweaty and shaky/hand and feet get sweaty."), acne ("adult acne"), papilloma viral infection ("hpv"), adnexa uteri pain ("left ovarian pains all the time"), abdominal distension ("extreme bloat of abdominal area"), tooth disorder ("problems with teeth and jaw"), uterine polyp ("a polyp on endo canal"), endometriosis ("endometriosis"), allergy to metals ("allergic to nickel"), ovarian cyst ("ovarian cysts"), sciatica ("sciatica"), feeling abnormal ("not feeling myself") and stress ("stress") and was found to have smear cervix abnormal ("abnormal pap"). The patient was treated with medroxyprogesterone acetate (depoprovera) and surgery (surgery to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, nephrolithiasis, the last episode of depression, tremor, hyperhidrosis, anxiety, urticaria, headache, dyspareunia, fatigue, papilloma viral infection, adnexa uteri pain, smear cervix abnormal, abdominal distension, tooth disorder, uterine polyp, endometriosis, allergy to metals, ovarian cyst, sciatica, feeling abnormal, stress and back pain outcome was unknown, the abdominal pain lower, alopecia, urinary tract infection, vulvovaginal mycotic infection, cystitis, acne, dysmenorrhoea, weight increased, visual impairment, vaginal haemorrhage, menorrhagia and weight decreased had resolved and the fibromyalgia and migraine was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, adnexa uteri pain, allergy to metals, alopecia, anxiety, back pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hyperhidrosis, menorrhagia, migraine, nephrolithiasis, ovarian cyst, papilloma viral infection, pelvic pain, sciatica, smear cervix abnormal, stress, tooth disorder, tremor, urinary tract infection, urticaria, uterine polyp, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, weight decreased, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: current weight 200 lbs. The coils as above were noted into the uterine cavity. Discrepancy noted: essure insertion date: (B)(6) 2008, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2008: a. Endocervix, curettage: squamous mucosa with low-grade squamous intraepithelial lesion/mild dysplasia/cin.I. Endocerviacal mucosa with chronic and active cervicitis b. Cervix, 8 o'clock, biopsy: low-grade squamous intraepithelial lesion/mild dysplasia/cin-I. Marked chronic cervicitis; on (B)(6) 2008: uterine cervix, leep excision. Mild squamous epithelial dysplasia with koilocytosis, margins of excision negative for dysplasia.; on (B)(6) 2017: uterus, cervix, bilateral fallopian tubes: cervix: mild inflammation. Endometrium: secretory endometrium. Myometrium: no diagnostic abnormality. Bilateral fallopian tubes: no diagnostic abnormality.. Pregnancy test - on (B)(6) 2007: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : back pain, menorrhagia, pelvic pain, fibromyalgia, anxiety, depression, uti and yeast infection, spotting, pap smear, adult acne, weight increased, hair loss, bladder infections and headache. Most recent follow-up information incorporated above includes: on (B)(6) 2020: follow up received from social media. Reporter was added. Outcome of hair loss, fibromyalgia, acne, visual disturbance was updated. Events nickel allergy, endometriosis, sciatica were added. Previously verbatim term hair loss was updated to hair loss/ thinning hair. Fu 9, 10, 11 processed together. On (B)(6) 2020: social media source received: additional reporter information added on (B)(6) 2020: follow up received from social media. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), abdominal pain lower ("cramping") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, depression, abdominal pain lower and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, depression, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.